Event description:
It was reported that (1) device was used during a radial artery harvest. It was reported by the rep that the harmonic scalpel did not provide adequate hemostatis, even very small side branches of the radial artery were not controlled.